Event description:
Latex indwelling catheter placed in latex allergic patient (contact allergy). Error was noticed within 10 minutes. Immediately removed and replaced with non-latex catheter. Catheter labeling is a problem. They have a warning for iodine, but not for latex allergy. Should label the catheter and tray system that it is latex-containing in large letters.